Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the superior vena cava (svc) coil displayed high impedance. The lead was removed and no patient complications have been reported as a result of this event.